Manufacturer narrative:
The device was returned to olympus for inspection where the reported failure was identified. Based on the results of the investigation, a root cause could not be identified. The most probable cause of the complaint is traced to component failure: expected or random component failure without any design or manufacturing issue due to electrical/electronic component problem identified: the performance of an electrical or electronic component was found to be inadequate. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device evaluation, the videoscope displayed and e216 error with a noisy image due to a charged coupled device malfunction. There was no patient involvement.